Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the 27g needle leaks. No patient injury was reported.

Manufacturer narrative:
Updated section h6 health effect - impact code from 2199 to 2645 based on information received from the initial reporter.